Event description:
The pump was returned for large prime volume. Investigation revealed that the force sensor was out of calibration and the force resistance measurement is out of specification. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the prime history shows 18 units was primed on the reported event date. The pump powers on appropriately. The pump failed to recognize the cartridge during the first load step attempt. The force sensor was found to be out of calibration and the force resistance measurement is out of specification. There was evidence of contamination found on the force sensor plate. Unrelated to the force sensor issue, evaluation revealed a cracked battery compartment and faded display, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.